Event description:
It was reported that the customer experienced an unresponsive ilet touchscreen that prevented unlocking, and the issue resolved after the customer restarted the device from the ilet menu. Symptoms included no reported adverse health effects. Outcomes included no reported clinical impact and no alarms or alerts. Investigation included customer troubleshooting and education by guided restart. Investigation of this case revealed a transient touchscreen responsiveness issue that cleared with a reboot, consistent with a temporary device interface malfunction without recurrence during the call. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined but consistent with a transient software or user interface anomaly.